Event description:
Healthcare professional reported "textured to smooth breast implants due to the patient¿s concern with the product." The device has been explanted. This record is for the right side. Device photograph shows rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: nick is observed assessed as non-penetrating nick. Wear abrasion is observed. Crease fold is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture & "textured to smooth exchange due to the patient¿s concern with the product." For the right side. The device has been explanted.